Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while the device was being used by a patient, a cuff leak occurred. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Two samples were received for evaluation. Visual inspection was able to confirm the reported problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.